Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Information was received stating that the replacement of the pneumatic back-plane pcb solved the problem. The evaluation of the received ventilator logs shows that they are dated year 2010 but the device was manufactured in the year 2014. This means that the device have lost its own memory. The device memory ram is installed in the control and monitoring pc boards. Both pc boards contain a memory backup battery, this battery must be replaced by every 5 years. The technical log contains two alarms indicating either that the pc boards backup batteries are depleted or that the control and monitoring pc boards have both been dismounted at the same time, causing the device to lose its memory. The evaluation of the test log shows several failed sub tests. None of the replaced parts have been returned for technical investigation. The root cause of the reported problem cannot be established by the evaluation of received ventilator logs.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).